Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history record and complaint database cannot be performed since a lot number was not provided.

Event description:
The account alleges that during a hemodynamic monitoring procedure, the pressure monitoring set leaked at the septum sampling site. Another device was used to complete the procedure. No patient injury to report.